Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and on (B)(6) 2010, the customer had reported user advisory (ua) 7 message on this platform. Load cell module 2 was replaced to remedy the ua 7 message. A visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the platform was performed and user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages were observed from (B)(6) /2016 to the reported date of (B)(6) 2016. On the reported date ua 12(lifeband not present) message was also observed in the archive log. During functional testing ua7 message was observed upon power up. Further testing showed that one of the load cell modules was defective resulting in the platform displaying a ua 7 message. The platform did not display ua 12 message during functional testing. The lifeband clip detect switch was inspected and the switch level was parallel to the switch case indicating that the switch was functioning as intended and the customer probably did not install the lifeband correctly during shift check. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review and functional testing. The root cause for ua 7 was determined to be due to a defective load cell module. The reported ua 2 was observed in the archive log but was not confirmed during functional testing. There were no issues found during the inspection of the switch case thus indicating that potentially, during shift check, the customer tested the platform with the lifeband installed incorrectly. Additionally, based on the information reported, the platform had displayed ua 7 upon power up indicating that the error message was not cleared from previous use resulting in the platform not providing any compressions. User advisory error messages are designed into the platform when one of several conditions is detected. The error message has to be cleared before the platform would perform compressions. In this case one of the load cell modules was defective. After the load cell module was replaced, the platform was run on a lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 20 minutes and the autopulse exhibited no user advisory messages and performed compressions successfully. The platform also passed load cell characterization test.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory(ua) 7 (discrepancy between load 1 and load 2 too large) and ua 12 (lifeband not present) messages upon power up. The customer reported that the lifeband was installed. Additionally, the device would not provide any compressions. No patient involvement was reported.